Event description:
It was reported that the right ventricular lead was oversensing t waves after ventricular sensed events in the ventricular tachycardia (vt) monitor zone. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.